Event description:
It was alleged that during a case the cable burned the pt's stomach upon contact.

Event description:
It was alleged that during a case the cable burned the pts stomach upon contact.